Event description:
A malfunction was reported with a pump displaying the error code malf 24, which affected its function. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, but the malfunction code recurred. As a result, technical support arranged for a replacement pump to be sent to the customer and instructed them on how to use a pre-paid label to return the defective pump. The customer was also advised to use manual daily injections (mdi) as backup insulin therapy and to program their settings and connect their cgm to the replacement pump. The customer understood and acknowledged all instructions.